Event description:
It was reported that the patient had experienced an increase in seizures. The patient¿s treating physician increased the vns settings, but this did not help reduce the seizures. No additional pertinent information has been received to date.

Event description:
The patient underwent generator replacement surgery. The explanted generator was discarded by the explanting facility and was not returned to the manufacturer. No additional relevant information has been received to date.